Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used on a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the catheter of the device snapped and broke. No pieces detached into the patient. The procedure was completed with another cre fixed wire dilatation balloon. There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.